Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision computer failed to boot, which prevented the full system from starting. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and the customer reported that the flexvision display was not receiving a signal following a tripped breaker event, during which loss of l2 power was observed. The fse verified that the flexvision pc was not receiving internal power due to a faulty power supply. To resolve the issue, the fse replaced the flexvision pc and hard disk spare part, reinstalled the system software and restored flexvision inputs and display configurations. The defective part was sent for analysis, for flexvision pc failure was observed and the failed component was found to be defective power supply unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.